Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that the dialysis catheter cuff allegedly eroded though the skin. Reportedly, the catheter was removed and replaced. There is no reported patient injury.

Event description:
It was reported that the dialysis catheter cuff allegedly failed to incorporate into the tissue. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: received one 14.5f glidepath 19cm catheter for evaluation. Yellow and red discoloration was noted on the tissue cuff. No other anomalies were noted. However, as conditions of use could not be replicated in the lab the investigation will remain inconclusive for the alleged damaged/defective tissue cuff. Conditions of use could not be recreated, therefore, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate